Event description:
It was reported that, during implant procedure, this right ventricular (rv) lead was an attempt. The physician was not able to get any signals from this rv lead. The pacing system analyzer (psa) cable was changed, and the lead was repositioned in the rv several times. The physician decided to use a new lead which worked as expected and showed good signals. A fracture was suspected. No adverse patient effects were reported.